Manufacturer narrative:
Device evaluation: 3 x zebd-10-7 device of lot number c1670176 was returned to cirl for evaluation unopened in its original packaging. These devices were not decontaminated. The complaint device was not returned to cirl, if received the file will be updated. This file is related to (B)(4) which cover the kinking of the zebd-10-5 device the negative feedback of "stents didn't have a straightener included. Unable to get stents onto the wires without them kinking" for this complaint has been captured in (B)(4) lab evaluation: the returned devices for the complaint were evaluated in the laboratory on 07th february 2020. As per lab evaluation no defect was found, and no straightener was present in the pack as this size device does not supply a straightener. Document review including IFU review: prior to distribution zebd-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-10-7 of lot # c1670176 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based o customer testimony the device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Stents didn't have a straightener included. Unable to get stents onto the wires without them kinking "as per complaint form": impossible to straighten the stent onto the guide wire, there was no stent straightener to help place the stent on the wire and stent kept kinking. The material was not pliable enough to facilitate the procedure. They had to use an alternative stent to finish the procedure. This report being submitted is a complete follow up report following the investigation being signed off on 20-sep-2020.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Address of user facility documented in additional data section of entity details.

Event description:
Stents didn't have a straightener included. Unable to get stents onto the wires without them kinking. "As per complaint form": impossible to straighten the stent onto the guide wire, there was no stent straightener to help place the stent on the wire and stent kept kinking. The material was not pliable enough to facilitate the procedure. They had to use an alternative stent to finish the procedure.